Event description:
The user facility reported their unit was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the recirculation pump head clamps had broken off. The technician rebuilt the recirculation pump head with a new cover, gasket and clamps. The unit was tested, confirmed to be operating to specification and was returned to service. The unit was installed in january 2004 and is currently under steris service contract. The last pm was performed on (B)(4) 2013 at which time the unit was confirmed to be operating to specification.